Event description:
The lay user/pt contacted lifescan and alleged that her one touch ultra was reading inaccurately high. On 04/26/2006, the pt tested her blood glucose on the reported meter at 7:00 am with a result of 249 mg/dl. She was not experiencing any symptoms at that time. She took her 2 pills of novonorm, 1 pill of glucophage, and 1 pill off glucor per her regimen. At 12:00 pm, she tested on the meter with a result of 147 mg/dl and she was "perspiring" at that time. At 12:10 pm, she injected herself with 32 units of lantus insulin per her afternoon regimen (if blood glucose result is <70 mg/dl, she does not take her insulin until after lunch; however, if the blood glucose result is >70 mg/dl, she takes 32 units of lantus). Based on thhe result of 147 mg/dl, she took 32 units of insulin. She had not had her lunch yet. At 12:20 pm, her husband found her unconscious and called the fire department. The husband did not attempt to test the pt at that time. The firemen arrived at 12:30 pm, did not test the pt, but they contacted the emergency services. The emergency services arrived at 13:00 pm and tested the pt on their meter with a result of 50 mg/dl. The pt was placed on IV glucose and taken to the hosp, where she was kept until 17:45. The admitting diagnosis was "coma due to hypoglycemia". While at the hosp, her blood glucose level was checked 3 times, but the pt did not have the results. She stated that she only knew that her glycemia had increased following the IV glucose. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). The pt's testing technique was correct and she was also cleaning the puncture area correctly. She did not have any control solution and therefore, a quality control check could not be performed. However, her test strips were in good condition and within the expiration date (04/2007). This complaint is reported because the pt obtained a meter's result of 147 mg/dl, took lantus insulin, and later passed out and was treated for hypoglycemia by medical professionals.